Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient was using the unknown purewick female catheter while the patient was in the hospital. The liberator representative advised that the wick should be replaced every 12 hours and said that the hospital staff was not replacing them, also stated that the patient left the hospital with urinary tract infection.

Manufacturer narrative:
The reported event is confirmed use related. It was unknown whether the device had met specifications. The product was used for treatment purposes. The failure was caused by the misuse of the product. No sample was returned for evaluation. A potential root cause for the issue could be "user unaware of time limitation or forgets the patient is using the device.". The device was not returned for evaluation. A DHR review was not required because the investigation was confirmed - use related. Therefore, no additional action is required at this time. The instructions for use were found adequate and state the following: "replace the purewicktm female external catheter at least every 8-12 hours or if soiled with feces or blood. Always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient was using the unknown purewick female catheter while the patient was in the hospital. The liberator representative advised that the wick should be replaced every 12 hours and said that the hospital staff was not replacing them, also stated that the patient left the hospital with urinary tract infection. It was unknown what medical intervention was provided for urinary tract infection.